Event description:
The patient's daughter called to discuss end of life hospice care and reprogramming of the device. It was reported that the patient has been having episodes of tremors and was wondering if it is related to the device. It was also reported that the daughter was hearing "humming" from the patient's device during this time. Follow-up was conducted and revealed no further information. If additional information becomes available, it will be added to the event. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.